Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. A 5.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon inflation at less than 6 atmospheres. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.